Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a diagnostic clinical procedure. The procedure was completed after the system was restarted. No harm to the patient or user was reported to philips. A philips remote service engineer (rse) connected with the customer who claimed that the system was unable to perform exposures. Troubleshooting confirmed the reported issue and determined that the system's syringe wasn't ready. The rse directed the user to restart the system. After the system was restarted, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.